Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection on both sites. It was reported that the infection was non-device related and the cause was unknown. The patient also had an open incision. The patient underwent an explant procedure and was placed on antibiotics.